Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter.

Event description:
It was reported that the pump was at end of service life before the patient was scheduled for a replacement. The patient¿s pump alarmed on wednesday indicating end of service. The patient¿s family did not take the patient to the emergency room until friday night after she was in withdrawals. The patient also experienced underdose symptoms and increased spasticity. Oral baclofen was started. The patient aspirated on saturday night and required intubation. The pump was replaced on (B)(6) 2013. The pump was started back at the patient¿s normal dose. All additional oral baclofen was stopped after surgery. The patient status was reported as ¿alive ¿ with injury¿. The device system was used to deliver gablofen.